Manufacturer narrative:
Follow up with contact found that the device in question was a perfix light plug and not a perfix plug as indicated in the maude event report. No additional event details were provided. No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the perfix light plug may have caused or contributed to the events as alleged. As reported the perfix light plug was used to repair an umbilical hernia and the allegations of migration and mesh entrapment/damage are associated to the non bard/davol mesh used to repair the patient's bilateral inguinal hernias. Based on the information provided the allegations associated to the perfix light plug are pain and bloating. Pain is identified in the adverse reactions section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, an emdr will be submitted. Remains implanted.

Event description:
As reported per maude event report (mw5083298): "progrip x2 and same surgery perfix (light) plug x1, bilateral inguinal and umbilical surgery was outpatient done by laparoscope. Since 2012 daily 'profanity' on earth 24/7. All symptoms of: inguinodynia, dysejaculation and reverse ejaculation, 100% of those issues, none of those issues ever prior to the surgery. (B)(6) years old day of surgery and then I looked age 41. Many said and very healthy fit man. Now (B)(6), I look old from 61/2 years of daily agony, pain, tightness, stabbing like a rope with blades tied around my inguinals, and my puffy buddha belly from the plug never stops hurting. The pain in the inguinals, on bad days, radiates down to my ankles up to my shoulders. Many radiology about the mesh entrapment of 3+ nerves, an artery and my sperm cord; 70% less output of fluid upon ejaculation and size of erection is 40% less too. Too many issues to list them all. Since the surgery I have spent 200% of the total surgery cost on consultants and more. Since surgery, no job, no income, no sex, no insurance. Now I don't have the (B)(6) with pre pay discount required to have the meshes all 3 removed by laparo, by a great surgeon. Unreal, your agency let's progrip and perfix (light) plug still be implanted. Per my surgeon, he invented progrip. The meshes l/r moved and bunched up and gripping my artery and nerves and sperm cord."